Manufacturer narrative:
An investigation is in progress. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cable broke on the mega suturecut needle driver while suturing. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The issue was identified when the surgeon was suturing. The instrument did not collide with any other instruments or tools during the procedure. There were no issues related to the opening/closing of the grips. There were no issues related to the left/ right yaw motion of the grips. There were no issues related to the up/down pitch motion of the wrist. There were no cables visibly protruding from the distal end of the instrument. There are no photographic images or video recordings of the procedure available for isi review.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the mega suturecut needle driver instrument to perform failure analysis. The instrument was found to have a broken grip cable at the distal end.